Event description:
A patient death was reported from a physician: "patient admitted with left ventricle assist device (lvad) thrombosis with multiple episodes of [ventricular tachycardia] vt [status post] s/p [automatic implanted cardioverter defibrillator] aicd shocks. Pump thrombosis was refractory to current measures and vt coupled with lab consistent with worsening state. Patient had documented discussion with primary team regarding his wishes to proceed with [do not resuscitate] dnr and [implanted cardioverter defibrillator] ICD switch off. Lvad was stopped on (B)(6) 2014 as per patient`s wish after discussion with patient, his son and wife and he expired at 1:44 pm on (B)(6) 2014." The patient was in the hospital at the time the pump stopped with anticipated death due to his pump thrombosis present on admit that could not be reversed.

Manufacturer narrative:
High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management including therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. This patient's comorbidies and recent subtherapeutic inr are factors that may have contributed to the reported events with no indication of a relationship to any device performance issues. Hvad pump hw11858 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event and no device malfunction was reported against hw11858. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Sterility review: a review of the device's sterility report confirmed that the product was certified as sterile & non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. In addition, review of controller log files revealed a rise in power consumption prior to the reported event date, probably associated with a thrombus event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was stated by the facility that the device will not be returned. The patient's family did not want to have the pump or any equipment returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including death and worsening heart failure have been associated with use of this device as outlined in the instructions for use (IFU). Heartware will submit a supplemental report when new information becomes available.